Event description:
A patient underwent combined cataract surgery with hydrus microstent implantation on (B)(6) 2021. The surgeon stated that upon viscoelastic removal at the conclusion of surgery, a hyphema was noted at the entry site. After a few cycles of re-pressurization, the bleed stopped. At the 1-week follow-up exam, the visual acuity was 20/60 and intraocular pressure (iop) was 40 mmhg with 4+ red blood cells in the anterior chamber; the surgeon suspected a rebleed had occurred. The patient was started on 3 iop-lowering medications and a steroid eyedrop. The patient was not on anticoagulants, and the hydrus was in good position (though views on gonioscopy were not ideal). At most recent follow-up on (B)(6) 2022, the "hyphema had resolved and the iop was good."

Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Hyphema and elevated intraocular pressure are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent combined cataract surgery with hydrus microstent implantation on (B)(6) 2021. The surgeon stated that upon viscoelastic removal at the conclusion of surgery, a hyphema was noted at the entry site. After a few cycles of re-pressurization, the bleed stopped. At the 1-week follow-up exam, the visual acuity was 20/60 and intraocular pressure (iop) was 40 mmhg with 4+ red blood cells in the anterior chamber; the surgeon suspected a rebleed had occurred. The patient was started on 3 iop-lowering medications and a steroid eyedrop. The patient was not on anticoagulants, and the hydrus was in good position (though views on gonioscopy were not ideal). At most recent follow-up on (B)(6) 2022, the "hyphema had resolved and the iop was good."

Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Hyphema and elevated intraocular pressure are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).